Event description:
It was reported that the fiber tip came off. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber tip came off. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip and metal cap were detached and not returned with the fiber. The reported allegation was confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. It is likely that heat accumulation at the output window due to tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow contributed to the metal and glass cap detachment. Continuously elevated temperature can lead to fiber damage, including glass and metal cap detachment. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.